Event description:
The hcp reported the patient was experiencing a loss of spasticity control. The worsening spasticity was of the lower extermities and affected the patient's ambulation. The dosing was increased with minimal change in spasticity. The device system was explanted and replaced due to "pump malfunction related" - underinfusion. Teh hcp also questioned a break, tear, or hole at the proximal end of the catheter. After the surgery, the patient recovered without sequela and is back to baseline with a functioning pump.